Manufacturer narrative:
The field service engineer (fse) indicated that the customer had replaced tubing at vl46b due to pin hole where the tubing was being pinched by the pinch valve prior to his arrival. However, the customer also stated getting intermittent no diff results. He inspected vl46b and found the I-beam tubing was not correctly inserted into the pinch valve wings. He inserted tubing into the pinch valve correctly. (B)(4).

Event description:
The customer stated that there was a leak (diluent) coming from the coulter® lh 750 hematology analyzer. The leak was uncontained and the volume was undetermined. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.